Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results. Reporter claimed subject meter "reading 20 to 30 points higher" than other meter (onetouch ultramini). This complaint is being reported because results were not provided, therefore it is unknown if lifescan¿s accuracy criteria were met, and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.